Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair center indicates that a distal end cover (c-cover) is burned was found. There was no patient involvement.